Event description:
The complaint involved a pt who underwent knee revision surgery on (B)(6) 2014. The originally surgery was dated on (B)(6) 2010. The revision surgery was a result of the pt falling and causing severe instability in the implants. The surgeon performed an exchange of the femoral component, tibial retaining bolt, the tibial insert, and the tibial tray. In addition, a femoral stem was implanted along with several augments and augment bolts. The femoral component was exchanged from a size 2 + to a size 3+ right, and the insert was replaced with a size 3 x 20mm from a size 2 x 10mm.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.